Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
This is a spontaneous report by a consumer from the USA of fatal peritonitis, fatal pneumonia and fatal cardiac failure in a (B)(6) year old male coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, lot number, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient died. The cause of death was cardiac failure, pneumonia, and peritonitis. The treatments were not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Concomitant medications were not reported. The consumer reported the events of fatal cardiac failure, fatal pneumonia, and fatal peritonitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10h23045 and h10f03041) revealed no exceptions. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.